Manufacturer narrative:
Product analysis: the device has not been returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided, the reported paravalvular leak (pvl) that required reintervention was likely related to positioning of the valve. The procedure was successfully completed with no adverse patient effects reported. The patient¿s weight was requested but unable to be obtained. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted due to the position of the valve. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.